Event description:
(B)(4) clinical trial. It was reported that subsequent to percutaneous coronary intervention procedure, a side branch stenosis occurred. In (B)(6) 2013, the subject had abnormal stress/imaging test indicative of ischemia and underwent elective cardiac catheterization. The 80% stenosed target lesion was located in the proximal segment of the right coronary artery with a reference vessel diameter of 3.0mm and a lesion length of 20mm. The lesion was pre-dilated using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on the following day on dual antiplatelet therapy. Baseline core lab angiography results revealed 0% side branch stenosis at acute (ac) marginal artery. Post procedure angiography revealed 85% 'branch percent stenosis' in ac marginal artery.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).